Event description:
It was reported that the patient's right ventricular (rv) lead had rising and high impedance. Capture management for the rv lead was increased and programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Pace lead impedance was 3401 ohms on (B)(6) 2016. The impedance trend on the rv (right ventricular) pacing lead was rising,pace lead impedance has been rising from 1786 ohms ton (B)(6) 2014 to 3401 ohms on (B)(6) 2016.